Manufacturer narrative:
Catalog number 062941 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In 2025 a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6)2025 during a nurse visit, the patient had experienced creamy yellow discharge from stoma site overnight. A swab was taken and the patient began treatment with 400mg of oral metronidazole and 100mg of doxycyline.